Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately nine years post-implantation due to alleged pain, discomfort, soreness, dysfunction, loss of range of motion, popping, metallosis, and metal debris. This report is based on allegations set forth in plaintiffs complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a left hip revision procedure approximately nine years post-implantation due to aseptic failure. During the procedure, acute local tissue reaction, rubbery type of greater trochanteric bursa and a synovectomy were noted. The acetabular cup, femoral head and stem were removed and replaced. An acetabular liner was also implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." (B)(4). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03211 / 03212).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately eight years post-implantation due to alleged pain, discomfort, soreness, dysfunction, loss of range of motion, popping, metallosis, and metal debris. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.